Event description:
A us distributor contacted zoll to report that a patient developed an infected and open skin irritation under the lifevest. Patient described the area as an irritation after a potential shock from the lifevest resulting with red, itchy, and bumpy skin and some puss coming out. Per the last download data from (B)(6) 2026, after the patient reported being treated, there are no flags indicating a treatment. Based on the available in information at this time, there is no indication of a device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved. Reporting out of an abundance of caution.

Manufacturer narrative:
Not applicable.